Event description:
A review of service data detected a reportable event. Upon servicing monitor sn (B)(4), the monitor's belt connector pins were damaged. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon evaluation the monitor's belt connector pins were damaged. The damaged pins prevented the monitor from connecting to an electrode belt. The root cause for the damaged pins was unable to be positively determined, but was likely excessive force as the monitor was mated with the electrode belt. No adverse event resulted from the damaged monitor. The last pt to use this monitor did not report any deficiencies.